Event description:
Additional information received reported that there was not a 50 percent or greater symptom reduction and there was no known cause of the issue. It was noted that the issue was resolved with discussing expectations for the therapy. No intervention was needed and the patient status was noted as fair. It was reported that the patient experienced predominant gait instability and was aware that deep brain stimulation therapy is often unable to address this component of parkinson¿s disease.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was "very difficult to understand." It was stated the patient had a loss of therapeutic effect. It was noted they had "the surgery" and it did not help with their symptoms. It was stated when the patient had surgery the first time on (B)(6) 2012 they had "lots of dyskinesia which was gone now" and the patient was on medication, had terrible balance, and they could not talk well. It was noted before the second surgery they were able to go to the gym running track and they were able to do everything but at the time of report they could hardly stand up. It was stated the programs and the settings were changed but it did not help. It was noted they turned up the stimulation from 3.4 to 3.8 on the left deep brain stimulator (dbs) and it did not help.

Event description:
Additional information received reported there was 50% or greater symptom reduction. It was stated there was no known cause of the issue. It was noted the issue was not resolved. It was noted the patient primarily continued to experience gait difficulty which they knew deep brain stimulation (dbs) did not always improve. It was stated no intervention was needed. It was noted the patient still had gait instability. It was noted the stimulation still helped but the patient simply had predominant gait disturbance. It was noted there was no recent major parameter changes.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# unknown, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va01mbs, implanted: (B)(6) 2012, product type: lead. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was initially reported (B)(6) 2013 that therapy had been effective in treating the patient¿s tremors but it made walking more difficult. The patient was very disappointed with the results of deep brain stimulation therapy and since having her first implant on (B)(6) 2012. The patient has had difficulty walking without a walker and after the second implant on (B)(6) 2013 the difficulty walking got worse. The patient had 4 falls yesterday and fell almost every day. It was noted the patient was taking less medicine and her health care provider (hcp) considered therapy a success. It was later reported on (B)(6) 2013 that the patient had ¿bad¿ results with the device therapy for parkinson¿s. She falls ¿all the time¿ and she was ¿very unstable¿. The patient wanted a list of physicians since her hospital did not seem to want to change her programming. It was further reported that the patient was still having concerns but was working with her hcp/company representative. The patient had an upcoming appointment on (B)(6) 2013. Additional information received reported the patient never had therapeutic effect. The patient was disgusted with the results of her deep brain stimulation (dbs) procedure; she was disgusted that her condition did not improve and it got worse. The patient could hardly walk, could not stand up, and her voice was bad. The patient walked into surgery and was now in a wheelchair. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. Refer to mfg report # 3004209178-2014-00217.

Event description:
Additional information received reported the patient still had concerns regarding her device or therapy but she was working with her doctor and/or manufacturer representative. It was noted she had an appointment scheduled on (B)(6) 2014.